Manufacturer narrative:
This event is still under investigation. Upon receipt of the investigation, a follow-up report will be submitted. We have been informed that unopened samples were being returned for investigation. We can report that we have not received any other reports on this device lot number.